Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that pressure had to be applied to the head connector in order to establish telemetry and therefore the link electronic module board was replaced and calibrated to resolve. Analysis also found that the printer keypad button "12" would not always engage with each press and the printer keypad was therefore replaced, that the hard drive health was less than 100% and therefore the hard drive was replaced and reimaged and that the display dropped in some positions and therefore the lower display hinges were replaced to resolve. Concomitant product: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the connector for the programmer's radiofrequency programmer heads seemed to be shorting or loose. It was further reported that pressing down on the connector assembly allowed green lights and interrogation but if it was not pressed on there were no green lights. The issue occurred using two different programmer heads and therefore was attributed to the connector. The programmer was returned for service. No patient complications have been reported as a result of this event.